Event description:
Healthcare professional inquired about "the information necessary to start a warranty claim." Healthcare professional reported left side ruptured and deformed. Healthcare professional later reported capsular contracture baker grade ii and "developed deformity with no evidence of leakage on radiology tests. In or, found to be covered in thin film of silicone with no obvious hole. Implant found upside down, causing deformity." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Surgical representative inquired about "the information necessary to start a warranty claim." Physician reported left side ruptured and deformed. Device remains implanted.

Event description:
Healthcare professional inquired about "the information necessary to start a warranty claim." Healthcare professional reported left side ruptured and deformed. Healthcare professional later reported capsular contracture baker grade ii and "developed deformity with no evidence of leakage on radiology tests. In or, found to be covered in thin film of silicone with no obvious hole. Implant found upside down, causing deformity." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ gel bleed: unable to observe since it is a medical event and is not related to the device. ¿ malposition: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure crease and deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.